Manufacturer narrative:
Product ID: 3387s-40, lot# va0f0du, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0f0du, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported there was a visible migration of the stimulator in the chest. The patient had pulling and discomfort of the wire near the stimulator and device settling into their chest. It was unknown what caused the migration. Intervention included device surgical reposition to relocate the device to the submuscular pocket. The etiology was the stimulator pocket and was noted as possibly related to the implant procedure and unlikely related to the device or therapy. The event resolved without sequelae.